Event description:
I had sientra breast implant for augmentation surgery. During recovery, I reported to my surgeon that I felt a 'pop' where the stitches at the incision site under my right breast were. He examined me, and saw no problem. I complained at least 2 more times that the implant felt like it folded when I was seated. He dismissed it because "another surgery may cause worse problems, so do some massages for the folding sensation and your new pulling sensation on your side." I never went back, and the situation never changed. I'm uncomfortable every time I'm having to be seated. I have developed hypothyroidism. I have brain fog, specifically for word recall. I get skin infections that take a long time to heal, if they ever completely do. I have had two bladder sling surgeries that don't seem to take. I have intestinal issues now. But most of all, I have nerve damage down my arm and into my hand which has caused permanent numbness in 2 fingers, loss of function in the hand, and pain. The pain has been addressed with gabapentin, the dosage of which has doubled in 2 ½ years. Pain still shoots down my arm and out my fingers. My muscles are sore. I have thought to action issues at times. I get winded too easily. I have white tongue a fair amount. I've noticed that I have body odor when I'm not even sweating. Scars from surgery don't heal. Stitches don't dissolve. I have developed strange skin marks all over. I have no libido. I believe that I have been/am being poisoned by my implants. Please help. I do have my device ID card with reg and serial numbers. FDA safety report ID# (B)(4).